Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced critical pump error, moisture damage and button error alarm. The customer's blood glucose value was 133 mg/dl. The customer stated that they were swimming and the pump beeped. The customer reported pool water in the battery compartment. The customer reported that the pump showed a red cross with a flashing mark. The customer stated that "critical pump error" displayed on the screen. The product was returned for analysis.